Manufacturer narrative:
Clinilogger data from the unit was requested by belmont but was not made available for review. As a result, the water temperature at the time of use cannot be determined. A belmont service technician went onsite to evaluate the unit. After testing, it was found that all temperature values were within specification. It was found that the display buttons were not functioning and the right side of the left tec to computer board latch was not fully seated/engaged. This had no impact on the reported issue, however. The values did not change once the latch was engaged. Temperature alarms were found to be set to the on configuration (enabled). The device was systemtested and passed with no issues.. The cited unit was sent to belmont medical technologies for further investigation by belmont engineering. A 24-hour burn-in test was conducted consisting of alternating maximum heating to maximum cooling every 90 minutes with a clinilogger connected. No water temperature anomalies were detected during the testing in both the clinilogger data, as well as with an external water temperature indicator using a bypass tube with a thermocouple. All readings were found to be within specification. The top panel assembly and the pump were replaced as a precaution. The allon unit was fully system-tested, including a 24-hour burn-in test. Both tests passed without any reported issues. An image of the reported burn was reviewed by a medical professional. It was identified that cutasept may have pooled under the patient in the location of the reported burn. The addition of heat and pressure to the patient in the supine position, combined with the pooling of the skin prep solution, could have contributed to the injury to the patient. Belmont has not received information how the reported injury was treated. No device malfunction could be verified. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required. In order to avoid any similar incidents in future, belmont provided the user facility recommendations on how to mitigate these types of incidents going forward.

Event description:
It was reported that, left hemicolectomy surgery starts at 8.3h and ends at 2.3pm thermo wrap 3166 - lot m241081 positioning with leg support the team upon leaving the patient did not record any incidents, only on the day following hospitalization, the nurses and doctor reported this injury suspected burn in the area of highest pressure.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The device involved in this incident has not yet returned to belmont for investigation and the thermowrap used was disposed of after the procedure and not available for inspection. The customer reported a suspected burn in the area of highest pressure on the skin of the patient, the day following hospitalization. The allon user manual states that the user should verify that no fluids are present at the skin/wrap interface during the procedure. Failure to do so can cause lesions on the patient's skin. Following the procedure, a pattern resembling the wrap may appear for a short period of time on the patient's skin. In order to prevent pressure sores hospital routine care should be taken during long thermoregulation procedures the operator's manual provides the following warning statement: "the user should verify that no fluids are present at the skin/wrap interface during the procedure. Failure to do so can cause lesions on the patient's skin. Following the procedure, a pattern resembling the wrap may appear for a short period of time on the patient's skin". Pressure sores may appear or develop when soft tissue is compressed between a bony prominence and external surface. The use of the allon® system does not prevent this from happening. In order to prevent pressure sores, hospital routine care should be taken during long thermoregulation procedures. The device history record for the device was reviewed and no issues were identified. A belmont technician was on site to inspect the allon device and did not find anything that would have contributed to the alleged incident. Belmont has requested that the allon device used, be returned to the billerica, ma location for thorough investigation. A follow-up report will be submitted once the thorough investigation is complete.